Manufacturer narrative:
Based on the claim against the product by the customer noting the broken instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation related to customer reported complaint: the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional findings not related to customer reported complaint: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the fenestrated bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.